Event description:
We have been informed that during laser step an error occurred. The laser was not ready and the screen red. No report that actual patient harm occurred. However, due to the reported event, surgery was prolonged > 30 minutes.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during laser step an error occurred. The laser was not ready and the screen red. No report that actual patient harm occurred. However, due to the reported event, surgery was prolonged 30 minutes.

Manufacturer narrative:
In regard to this complaint logfiles were provided for review, and a laser mainhouse was provided for investigation. Review of the logfiles confirmed the occurrence of the gui090 error message, indication that a module was not operational. The functional inspection of the laser mainhouse revealed the occurrence of a f04a error in the laser memory (las4) and revealed a failing safety shutter. Additionally, further testing of the laser for power output also indicated a ktp issue, with a power drop observed after 800mw, which was not reported in the complaint. Based on investigation results, it was determined that the reported complaint is attributable to a failing safety shutter of the laser module. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Dtp 2016-312 / scar 2018-0033. All similar incidents related to the eva surgical system are included in the analysis (lm-shut-sticky). Since 2022 more than 1.000.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.